Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus and the cursor on the display screen of the device did not align. It was also noted that the power cord bay was broken, the upper case was broken, left antenna had intermittent functionality, the media bay door hinge was damaged, and the nylon standoff was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests.

Event description:
It was reported that there was a large distance between where the stylus touch-pen touched the display screen of the programmer to where the cursor was, accounting for an inability to reach the calibration screen. The programmer has been returned for repair. There was no patient involvement.